Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that four days after the implant procedure, the patient presented to the emergency department due to chest discomfort. It was determined that the patient had developed pericardial effusion and the patient was hospitalized. The patient was discharged the next day. It was noted that the left ventricular (lv) lead was difficult to place and required multiple attempted positions. The lv lead and right atrial (ra) lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.